Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part # 03.812.004 lot#8395548: manufacturing date: 13.06.2013, manufacturing location: (B)(4). Business group: spine: device article number 03.812.004 is a batch number controlled product, therefore no service history record review is possible. Device history record review result showed that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2017, the applicator knob broke. The surgeon was using the transforaminal-posterior atraumatic lumbar (t-pal) small trial implant, size 9 mm and when attempting to connect the applicator knob, it broke. There is no report of surgical delay or patient harm. Patient outcome reported as good. Concomitant devices reported: t-pal spacer handle (part number unknown, lot number unknown, quantity 1). This report is for one (1) t-pal spacer applicator knob. This is report 1 of 1 for complaint (B)(4).